Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that subsequent to a stenting treatment procedure stent thrombosis occurred. The patient presented to the cardiac catheterization lab for a stent placement. Integrellin was started for the procedure. The lesion was located in a heavily calcified ostial right coronary artery (rca) lesion. The 2.5 x 8mm ion stent was deployed. The placement was well positioned and well apposed, but due to the severe calcification, it was not fully deployed. The ion stent was then post-dilated with a 2.5 x 8mm nc quantum apex. The integrillin was discontinued and the patient was discharged on plavix. The patient was compliant with the plavix regimen with no evidence of resistance. No patient complications were reported. Three days later, the patient returned with chest pain. Angiography revealed that the stent had thrombosed. The rca was unable to be cannulated in order to remove or treat the thrombus. The patient was sent to surgery. It is the opinion of the physician that the stent thrombosis was the result of poor stent deployment due to the heavily calcified osital rca. No further complications were reported and the patient was discharged home.